Manufacturer narrative:
The reported event of helix difficult to extend was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood.

Event description:
During an implant procedure, the helix screw on the right atrial (ra) lead was unable to extend and it didn't meet the measurement specifications. The ra lead was replaced to resolve the event and the patient was in stable condition.